Manufacturer narrative:
Date of report : 13feb2019, date rec¿d by MFR : 12feb2019. The touchscreen was returned to philips for failure analysis. Testing revealed that the customer's complaint of "touchscreen failure" was unable to be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that they have calibrated the touchscreen multiple times. The fse recommended replacing the touchscreen should t he issue persist. The customer was also provided with a part number to order a fan guard due to their fan guard missing from the unit. The fse did replace the touchscreen and the issue was resolved. The unit passed testing and was deemed ready for use.

Event description:
It was reported that the touchscreen was out of calibration. There was no patient involvement.